Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker recorded noise and low out of range impedance values on the right ventricular (rv) lead channel. Technical services (ts) reviewed several episodes and noted that most appeared to be related to electromagnetic interference (emi), resulting in oversensing. It was noted that the device recorded a signal artifact monitor (sam) episode which disabled minute ventilation (mv) adaptive rate pacing in this pacemaker. The noise events all occurred in a relatively short time frame approximately ten months prior, and no noise events had been noted since. This device remains in service. No adverse patient effects were reported. This device was subsequently explanted due to normal battery depletion and returned for analysis.

Event description:
It was reported that this pacemaker recorded noise and low out of range impedance values on the right ventricular (rv) lead channel. Technical services (ts) reviewed several episodes and noted that most appeared to be related to electromagnetic interference (emi), resulting in oversensing. It was noted that the device recorded a signal artifact monitor (sam) episode which disabled minute ventilation (mv) adaptive rate pacing in this pacemaker. The noise events all occurred in a relatively short time frame approximately ten months prior, and no noise events had been noted since. This device remains in service. No adverse patient effects were reported.